Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transurethral resection of bladder tumor, the generator was set to 120/80 using a monopolar wire to resect bladder tumor but there was a spark on the bladder when electrode touched the tissue for the first time. There was error codes registered on the generator. The staff swapped unit with same sterile products and proceeded with the case. After removing the tumor, the surgeon noted that under tumor was brown or charred coloring. The patient was sent for pelvic CT (computed tomography) post operative and everything was fine. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product sample was not returned to the service center; however, a picture was provided by the customer for analysis. There was error codes registered on the generator. The reported condition of error codes registered on the generator was confirmed in memory. The investigation of the picture sample found that error codes 235, 318, 315, 314, 313, and 336 appeared in the error log. The investigation could not determine a root cause or a probable root cause for the customer's report based on the picture sample that was provided. If information is provided in the future, a supplemental report will be issued.